Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination in the diaphragm valve. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify two opening striated in the anterior and delamination partial. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Delamination partial of the diaphragm valve assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.